Event description:
It was reported that there was a break at the distal segment of the catheter. A catheter revision occurred at which time the broken portion of the catheter was cut off and the two existing pieces were then spliced together with a collet. No patient symptoms were reported. It was noted that the issue was resolved and the patient was without injury. The device system delivered lioresal. It was later reported that the patient had never received therapeutic effect since device implant. The patient also had a cerebrospinal fluid (csf) leak and fluid accumulation in the back site which was attributed to the csf leak around the entry site. The plan was to just replace the purse string suture but a crack in the catheter was found when the site was opened. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# unknown, implanted: (B)(6) 2013. Product type: catheter: product ID 8591-38, lot# d29940, implanted: (B)(6) 2012. Product type: accessory: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was later reported that the patient continued to experience a lack of therapeutic effect. The patient had ¿profound spasticity¿. It was noted that the patient has chronic csf leaking and the surgeon did not want to remove the entire catheter because of that issue. Dye studies were done since the revision which did not show any kinks, breaks, or issues with the system. It was stated that the cause of lack of therapeutic effect was unclear; however, the reporter stated it may have been due to disease progression.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the 8780 catheter revealed a user related hole in the catheter body.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.